Event description:
It was reported, the patient did not need stimulation any longer so the implantable neurostimulator (ins) was turned off and all programs set to 0.0v, but they could still feel a stimulation sensation. The reporter stated this had been happening for a few months. The reporter further stated it was not serious; it was just getting on their nerves. It was noted, the patient was certain the ins was turned off. It was further noted, the patient was considering having the device explanted. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) did not know why the patient still felt stimulation and the patient was referred back to the hcp that did the trial. The hcp also believed the patient had talked with a manufacturing representative. The manufacturing representative had contacted the patient on the day of this report and the patient had turned the device off because they had too many other health issues that they were dealing with. None of the other health issues were related to the patient's implantable neurostimulator (ins). The patient has respiratory problems and was on home oxygen and they were going to the vamc to be treated. The patient stated they had moderate relief of their symptoms from the device. There was no mention of the patient feeling stimulation now that the device was off.